Manufacturer narrative:
(B)(4). The customer reported that lead v2 could not be acquired. There was no reported adverse pt impact. The customer isolated the problem was isolated to the trunk cable. A replacement trunk cable was ordered.

Event description:
The customer reported that lead v2 could not be acquired. There was no reported adverse pt impact.